Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for m7179t403 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 jan 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the sleeve of the catheter tore away from the tube. There was no patient injury. The therapist taking care of the patient did not see the tear happen, but was in the room when a leak was heard. The therapist replaced the catheter. The patient was later reintubated after surgery due to stridor, not due to problems with the catheter. No further information has been provided.

Manufacturer narrative:
The product involved in the report was returned for evaluation. One used sample device was received. There was no product packaging received with the sample. The protective sleeve was torn a distance of 7 inches, extending up from the sleeve collar. The tear was in a straight, axial line. The sleeve material remained securely attached at the collar. No other damage was observed on the sample. All information reasonably known as of 20feb2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).